Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the medium-large clip applier instrument would not fire. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found with two severely bent grips, causing a misalignment of the grips. As a result, the clip could not be properly loaded on the clip groove of the grips. The grips do not show cracking damage. The complaint was confirmed by failure analysis. .